Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 41 mg/dl. Troubleshooting for low blood glucose was declined. The sensor also experienced sensor glucose that was inaccurate to the blood glucose. Sensor troubleshooting was completed but inconclusive. The sensor was returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.